Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the sys failed to acquire an image. Additionally, the sys displayed an ma and kv error message. However, these were attributed to the same root cause as the no image situation. There are no reports of pt injury or death associated with this event.